Event description:
It was reported that patient developed an infection. Their implantable cardioverter defibrillator (ICD) system including the right ventricular (rv) lead was removed. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".